Manufacturer narrative:
Review of the associated manufacturing record revealed no evidence of any inconsistencies during the manufacturing process that could be related to the reported issue. The investigation is ongoing. A follow-up will be provided once the final report is available.

Event description:
Reportedly, dislodgement and perforation were confirmed on the ventricular lead by x-ray on (B)(6) 2025. Considering the perforation, the poor pacing threshold, and the patient's discomfort (probably due to compensation by some muscle), the system was explanted on (B)(6) 2025.

Event description:
Reportedly, dislodgement and perforation were confirmed on the ventricular lead by x-ray on (B)(6) 2025. Considering the perforation, the poor pacing threshold, and the patient's discomfort (probably due to compensation by some muscle), the system was explanted on (B)(6) 2025.

Event description:
Reportedly, dislodgement and perforation were confirmed on the ventricular lead by x-ray on (B)(6) 2025. Considering the perforation, the poor pacing threshold, and the patient's discomfort (probably due to compensation by some muscle), the system was explanted on (B)(6) 2025.

Manufacturer narrative:
The manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. According to the field the cardiac perforation was confirmed by an x-rays. A reintervention was performed to explant the subject lead (B)(6) 2025. As the suspected lead was not returned and based on available information, it should be noted that cardiac perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes.